Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation, image error e216 (scope communication error). A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the reported issue is traced to component failure. Additionally, the cause of the e216 (scope communication error) was due to fluid in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the image had a snowy, static appearance intermittently during inspection for use involving an olympus gastrointestinal videoscope. There was no patient involvement reported.